Event description:
The dealer put the new motors on the chair and got a 6 wrench flash. The dealer swapped leads and got a 5 wrench flash, both motors are bad out of the box.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.